Event description:
Customer alleged the right side bearings on the front blew out part (B)(4). No injury alleged.

Manufacturer narrative:
The consumer is a (B)(6) male, (B)(6). The consumers preexisting medical condition states he is recovering from ankle surgery. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that the bolt that holds the bearings came off and the wheel fell off the rollator. No injury or medical intervention. The consumer is currently using a wheelchair and crutches. The consumer ordered the replacement part through local dealer and will have the repair made.